Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that during routine outpatient clinic, interrogation of the pt's system controller revealed speed drops below the low speed limit for approx 3 hours while the pt was sleeping. The fixed speed was set to 9400 rpm and the low speed limit was set to 8600 rpm. The speed dropped to 2300 rpm and other drops were in the 5000 range. Normal power range is 6-7 watts and during the speed drops, power dropped around 4 and then increased. The pt was asymptomatic, lab work was fine with no further episodes. The following day in the troubleshooting, speed drops could not be reproduced by manipulation of the pt cable or body movement. Log files sent to the MFR confirmed the pump was intermittently laboring and failing to reach the set speed, appearing only to occur when connected to the power module. An ungrounded cable was sent by the MFR and the system controller was exchanged with another system controller. The MFR was advised that (B)(6) days later, a pump exchange was performed.

Manufacturer narrative:
The explanted device was returned to the MFR for eval and is currently being analyzed. No further info is available at this time. A supplemental report will be submitted when the device analysis is completed.